Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a hard clear particulate matter inside the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic particulate matter was found in an intravia empty container. This was discovered before use of the device. The customer stated that all the seals and ports were intact, and the empty container was not used. There was no obvious damage to the bag, packaging, or case observed. There was no patient involvement. No additional information is available.